Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with more than 300 units of insulin. The customer declined tandem technical support's offer to troubleshoot. There was no reported impact to the blood glucose.